Event description:
It was reported that placement of two proglide sutures were attempted in the common femoral artery using the preclose technique prior to a abdominal aortic aneurysm (aaa) interventional procedure. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 12fr and 20fr sheath. Reportedly, when the needles were removed, no sutures were attached a cuff miss occurred with both devices. A third proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the third proglide sutures. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following is clarifying information received. Reportedly, after the plunger was deployed and retracted no suture was present.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. The visual inspection and performance verification on the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.